Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient hadn¿t felt right since implant. She was sick and tired. The patient thought the incision site looked okay. The patient had no drug in the pump yet because her physician didn¿t fill the pumps until after the stitches were removed. It was later reported that right after implant the patient had an infection.